Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of devices. The anvil is tilted and a donut is incomplete. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coloproctology, the anvil was tilted after firing and sizes were used but the anvil was bent. It was also stated that the device was not able to do correct anastomosis and left on of the rings open. Suturing was done to finish the procedure.